Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). A system log review did not reveal any system log errors that would indicate any issues with the system or anything related to the complaint. A synchroseal instrument was used in the procedure for 3 minutes 45 seconds. There was 1 coag and 24 transect events were noted in the e100 generator logs. The system logs show no synchroseal instrument related errors.

Event description:
It was reported that during a da vinci-assisted left colectomy procedure, the patient went into cardiac arrest that the surgeon believes was caused by an underlying heart condition. During the procedure, the surgeon did not encounter any problems with the da vinci system or its accessories, and there were no issues such as bleeding. The patient survived and went for a coronary angiograph and stent placement. The following day, the patient underwent open surgery to complete the procedure and has since been discharged home.